Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used posterior pak was visually inspected. The position 3 ID tab was broken off. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The probe manifold was not returned. The sample was tested using a calibrated console. The sample was recognized as posterior cassette. The sample primed and passed intraocular pressure calibration successfully. However, during fluid-air exchange (fax) function, fluid (instead of air) flowed to the infusion cannula line. Inspection of the pinch plate indicates the tab likely broke off at some point, however, we were unable to isolate when and where the breakage occurred. While we were able to identify the failure mode, the root cause of the customer's complaint could not be conclusively determined when and where the broken ID tab on the pinch plate occurred. The broken ID tab will result in the customer's experience. No corrective action will be taken for this occurrence. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported while activating the air fluid exchange, it was impossible to have air instead of balance salt solution (bss) during vitrectomy surgery. The procedure was completed with another pak without delay. There was no patient impact. The sample was available.